Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage was noted. The physician was unable to advance the 2.50x20mm taxus express2 drug eluting stent through the 90% stenosed, severely calcified and moderately tortuous target lesion located in the mid left anterior descending artery. Upon removal of the device, the physician noted that the "stent was flared". The procedure was successfully completed with another unk device. No patient injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.